Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report.